Event description:
It was reported that 10 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked blood through the bc valve. The following information was provided by the initial reporter: "the customer reported about defective valves for backflow prevention, which caused blood leakage. The customer reported as follows: after placing this product (381023), the hcp retracted the needle from the catheter hub; during the following procedure to connect the luer of the infusion set, blood leaked from the blood backflow prevention valve within the hub. This occurred in 10 products from the same carton. The actual sample was discarded by the customer and unused product will be sent instead.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-15. H6: investigation summary. Our quality engineer inspected the samples and photographs submitted for evaluation. Bd received thirty-seven unopened units for investigation. Additionally, two photos were received which displayed similarities to that of the returned units. The units were tested for leakage where all units passed the testing. The units were inspected for the actuator being pushed through the septum. No defects were found. We were unable to confirm the reported issue. It is also possible that misuse/handling may have allowed for leakage to occur beyond the plug. Per the IFU: do not leave the device open without a connection for more than ten seconds or leakage may occur, and the flow path is permanently open once a connection has been made. If either of these guidelines were not adhered by it is possible that the customer experienced leakage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked blood through the bc valve. The following information was provided by the initial reporter: "the customer reported about defective valves for backflow prevention, which caused blood leakage. The customer reported as follows: after placing this product (B)(4), the hcp retracted the needle from the catheter hub; during the following procedure to connect the luer of the infusion set, blood leaked from the blood backflow prevention valve within the hub. This occurred in 10 products from the same carton. The actual sample was discarded by the customer and unused product will be sent instead."